Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s) and a non-penumbra microcatheter. During the procedure, a pc400 would not advance from its initial position within its introducer sheath. Therefore, the pc400 was removed. The procedure was completed using another pc400 and the same microcatheter. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted at least four pac400 coils. Next, a pc400 would not advance from its initial position within its introducer sheath. Therefore, the pc400 was removed. The procedure was completed using another pc400 and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 01/29/2021: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.